Event description:
It was reported by the physician that the vns pt's generator was set to the unintended settings. Programming history request was sent to the physician. Good faith attempts have been unsuccessful.